Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). There is no indication of a product issue with respect to manufacture, design or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿one (1) fluoroscopic still image and three (3) echocardiographic videos were provided. In the fluoro image two fully deployed clips can be visualized with no cds or sgc in view indicating the image was taken post deployment of the second clip after the cds/sgc were removed. The bottom clip in the image appears to be and nt size and is in the fully closed, potentially closed to an arm angle < 10° based on the tip-to-tip distance (no visible space in between the tips of the clip arms); this indicates that the bottom clip in the image was the second implanted clip, which was an nt size and did not have a reported issue. The top clip in the image is an xtw and is the first implanted clip reported for clip opened while locked (cowl) immediately post deployment (mechanical separation from the delivery catheter). The clip arm angle appears to be ~45°. All three echo videos provided show an lvot view (left) with x-plane (right). The lvot view captures the anterior-posterior cross-section of the valve (short axis); as such, an lvot view will show a front facing view of clip (perpendicular to clip arm plane) and potentially provide a view of the clip arm angle. The first echo video (titled "video 1") has a label "pre deployment" at the bottom of the video. In the video, the clip can be visualized grasped onto the mitral leaflets and is attached to the delivery catheter. The clip arms appear to be in the fully closed position of ~10° - 20° indicating the video was taken either right before or during deployment maneuvers, prior to mechanical separation of the clip from the dc shaft). The second echo video (titled "video 2") shows a similar lvot view and has a label "post deployment" at the bottom of the video. The clip can be seen grasped onto the leaflets and the dc shaft is located just above. The clip and dc shaft are moving independently of each other indicating that mechanical separation (deployed) has occurred. The clip arm angle appears to be consistent with the first echo video (~10° - 20°) with no discernable amount of clip arm opening in the "video 2". The third echo video (titled "video 3") has a label "during deployment" at the bottom of the video. Similar to "video 1", the clip can be visualized grasped onto the mitral leaflets and is attached to the delivery catheter. The clip arm angle is consistent with "video 1" and "video 2" (~10° - 20°) with no apparent change in the clip arm angle or device state. The angles stated in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed. It should be noted that, in general, the level of accuracy and granularity in assessing the state of the clip decreases with echocardiography due to the nature of the imaging. To this end, it is not always possible to detect clip arm angle changes. Based on the echo provided, there is no apparent opening of the clip arms for the reported device pre, during, and post deployment. In the fluoro image provided, taken post deployment of the second clip, the clip arms appear to be ~45° which is greater than the estimated ~10° - 20° in the echo videos, with the caveat that this is not a direct comparison under the same imaging modalities.¿

Event description:
This is filed to report the clip opening while locked. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened to roughly 50 degrees. The clip was noted to be stable on the leaflets. One additional clip was implanted, reducing mr to a grade of 2+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.